Manufacturer narrative:
Patient identifier not made available from the site as the site considers that to be confidential information. On 11/23/2015 a medtronic representative, following-up at the site, reported the surgeon did not use vertek nor navigus in this cranial biopsy procedure. Cranial software version used was synergy cranial 2.2. 7. No parts have been received by manufacturer for analysis. The medtronic representative reported this navigation system was being used in subsequent procedures. No further issues have been reported.

Event description:
A medtronic representative received a report from a distributor that, while in a cranial biopsy procedure, the navigation system became unexpectedly unresponsive in the navigation task. The surgeon was navigating at the time this occurred and it was not possible to navigate, or go back, to another stage in the software. In trouble-shooting, the medtronic representative recommended using ctrl-alt-backspace, however, the navigation system did not respond, nor did the keyboard. Turning off the navigation system manually, using the on/off button, turning it back on and logging into the cranial application restored normal function and recovered the patient registration. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Software log analysis performed by engineering: the logs do not contain anything that specifically indicate why the system became unresponsive. However, the symptom is consistent with the test track for unresponsive systems. Software investigation completed. This issue will be continually monitored and trended in a medtronic software anomaly tracking database.